Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had episodes of at/af, which led to higher ventricular rates. The physician suspected some of the episodes indicated that the atrium might be in flutter with regular conduction. The possible flutters were classified as ventricular tachycardia (vt) and inappropriately treated with anti-tachycardia pacing (atp) resulting in lowering of ventricular rate. Programming changes were made to avoid further atp therapy from the device.

Event description:
New information received notes that it was unclear if the device inappropriately diagnosed the vt. The patient was in sinus before and after the programming changes.